Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm and power loss alarm. Customer stated that insulin pump screen had black and completely dead and remove battery and place back in and received lost of power, place another battery in and did same thing it quite a few times. Customer was able to clear the alarm and was able to complete insulin pump rewind. Customer declined troubleshooting for blank display and pump error alarm. Customer still received power loss again after insulin pump restart. Insulin pump had failed battery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.